Event description:
On (B)(6) 2012, the surgeon performed a left side ifuse si joint arthrodesis on the patient placing three implants. The patient later complained of continued pain in that si joint. On (B)(6) 2014, the surgeon performed a second surgery where he first attempted to remove the implants but was unable to because they were solidly in bone and could not be moved. Instead, he added two implants as additional fixation for the si joint.

Manufacturer narrative:
Based on the information provided, review of surgeon training didactic, IFU, certificates of analysis and fmea, the most probable root cause is symptomatic late recurrence of systems.part numbers of implants from initial surgery on (B)(6) 2012:ifuse implant, p/n 7035-90, lot# 7663002779002, manufactured 07/27/11, expires 2014-10.ifuse implant, p/n 7035-90, lot# 8004003235002, manufactured 03/05/12, expires 2015-04.ifuse implant, p/n 7040-90, lot# 8028003323003, manufactured 03/14/12, expires 2015-05.